Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-02168 and 1627487-2013-02169. It was reported the pt had an infection at her ipg and lead sites and her system was consequently removed. F/u indicated the pt received intravenous antibiotics and negative-pressure wound therapy using wound vacuum-assisted closure (vac) was applied to each wound site. Preliminary culture results showed gram positive cocci and the physician felt staphylococcus aureus was probable given the pt's complaint of fever and a significantly elevated leukocyte count. The surgeon also noted slight cellulitic changes surrounding the lead wound vac. The pt is seeing an infectious disease physician. No further info is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.